Event description:
While attempting to defibrillate a patient the device delivered a "no shock advised" message for what appeared to be a ventricular fibrillation heart rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.